Event description:
A malfunction alarm labeled "malf 0" was reported, with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction did not recur. The customer was informed they could continue using the pump and to call back if the issue reappeared.